Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:the reported complaint for the display misaligned was unable to be duplicated during investigation. The display screen was found to be properly seated in pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The distributor reported the display was misaligned/ shifted and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).